Event description:
On (B)(6) 2012, patient reported the infusion device shut down two times during bolus delivery without providing an alert/error message. She programmed a bolus of 5.5 units, and the infusion device turned off when it was counting down. The infusion device restarted and completed the startup process. She attempted to bolus again and the same thing occurred. She bolused a third time and this bolus was successful. Patient viewed the alarm history, and there were no alarms listed from the time of the event. The correct type of battery is used in the infusion device, and it was changed on (B)(6) 2012. Patient reported she would switch to her backup infusion device, and the alleged infusion device, battery, and battery cover were requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.